Event description:
It was reported (2) hp052 were reported to be non-workable by the supply coordinator. It was reported no info was available and no knowledge of events that contributed to the devices needing repair. There was no consequence to any pt.